Event description:
It was reported that during a colectomy procedure, when the device was taken out of the box, the safety trigger was loose. They fired it anyway. No crunch sound was heard and the staples did not form. They re-selected the area and made another anastomosis. There was no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.